Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal viaelectrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The main board and electrode connector were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.